Manufacturer narrative:
Initial reporter name and address: the customer's address is unknown. (B)(6) has been used as a default. Investigation summary: a complaint of a set missing the roller clamp was received from the customer. No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007, lot number 22109262 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the roller clamp was missing from the bd alaris¿ pump module smartsite¿ infusion set IV tubing. The following information was provided by the initial reporter: "IV tubing missing roller clamp."